Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they needed to know how to turn everything off. Patient stated they were going to be getting the implant removed and wanted to know how to fully turn their implant off. Agent reviewed with patient that the only thing that could be turned off on patient services end would be the stimulation; patient got slightly escalated when agent reviewed the information with them. Patient said their healthcare provider told them to call patient services or their mdt rep. Patient also mentioned that they didn't have a recent MRI and that they needed their back checked. Patient noted that they had an appointment with an orthopedic surgeon to do two artificial discs, not a fusion, and that the doctor said the stimulator was fine and that was why they stopped going to that doctor. Patient reported that they used to work with mdt rep  and that they tried to call them but did not get an answer. Patient stated that the doctor that is going to do their removal surgery does not work with spinal cord stimulators, that being part of the reason the patient is getting the implant removed; also removing because it never helped and only made things worse. When asked for an event date; patient mentioned that from the beginning the implant and stimulation never worked for them. Agent offered to send an email to local mdt reps to assist the patient in turning their implant off; patient accepted. Agent sent an email to the field for visibility. Rep reached out to patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported that the ins was not explanted; the patient has let it die/turned it off and will no longer be using it.

Manufacturer narrative:
Coding has been updated to reflect new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said the device hasn't helped with any pain so they turned the device off in march of last year, 15 months ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.